Event description:
Subtherapeutic inr (1.7), increased ldh (892), heparin and integrilin gtts started. Patient developed complications of liver failure, coagulopathy, hemolysis, rhf, expired. Primary cod: circulatory: hemolysis death due to device malfunction: "unknown" (hence "death" being unchecked). Death date: (B)(6) 2014.